Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic heart valve there was an observation of right bundle branch block (rbbb) on a post-procedure electrocardiogram (ECG). There was no treatment or intervention reported, and the condition was classified as ongoing. Additional information was received that nearly 7 months post-implant the patient had a syncopal episode and was diagnosed with heart block. A permanent pacemaker was implanted. Seven months post-valve implant (2 weeks post-pacemaker implant) a transesophageal echocardiogram (tee) revealed no valve vegetation, however, there was a 10x3mm mobile mass at the entrance of the sva to ra, and probable vegetation on the pacer leads. Blood cultures were positive for endocarditis. The pacemaker was removed (suspected source of the endocarditis), and a temporary pacemaker was placed.

Manufacturer narrative:
Conclusion: conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. Evidence suggests the endocarditis was related to the pacemaker leads. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).